Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 27-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2012, (B)(6) 2013.), neoplasm and urination difficulty. Previously administered products included for prevent pregnancy: nuvaring from 2007 to 2011. Concurrent conditions included overweight, sore throat, runny nose and hemostasis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, weight increased and back pain was resolving, the pregnancy with contraceptive device, headache and dyspareunia outcome was unknown and the migraine, dysmenorrhoea and abdominal distension had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 205 lbs. Approximate weight at the time of essure placement 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs&mr received. Lot number, medical history, concomitant conditions, historical drugs, reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 27-year-old female patient who had essure (batch no. 872991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2012, (B)(6) 2013.), neoplasm and urination difficulty. Previously administered products included for prevent pregnancy: nuvaring from 2007 to 2011. Concurrent conditions included overweight, sore throat, runny nose and hemostasis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophorectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, weight increased and back pain was resolving, the pregnancy with contraceptive device, headache and dyspareunia outcome was unknown and the migraine, dysmenorrhoea and abdominal distension had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: 205 lbs. Approximate weight at the time of essure placement 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Lot number: 872991, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2005, (B)(6) 2012, (B)(6) 2013). Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and back pain ("lower back pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, weight increased and back pain was resolving, the pregnancy with contraceptive device, headache and dyspareunia outcome was unknown and the migraine, dysmenorrhoea and abdominal distension had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, back pain, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event injury nos was replaced by the new events: pregnancy (no complications), device ineffective, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, gastrointestinal or digestive system condition type: bloating, lower back pain, plaintiff did not undergo essure confirmation test. Event outcome was updated for the events: cramping, migraines, bloating, weight gain, pelvic pain, lower back pain. Historical conditions and reporter's information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.